Manufacturer narrative:
The info provided does not indicate that this is a reportable event according to regulations. The customer took it upon themselves to file so I have attached a copy of their report. We consider this a closed matter and will not be filing a report.